Event description:
The customer reported overflowing baths from the coulter ac*t diff analyzer while running startup. The customer indicated that 15 ml of fluid leaked but was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched but did not observe a leak and could not replicate the overflowing baths. The fse replaced the rbc (red blood cell) bath filters and four diluent filters to address the plt (platelet) background failures. The fse verified instrument operation and results met published specifications. The fse could not confirm the leak but determined that the cause of the plt background failures was instrument diluent filters requiring replacement. (B)(4).